Event description:
It was reported that the patient experience an inappropriate therapy due to t wave oversensing of the right ventricular lead. The sensitivity of the lead was adjusted and the lead remains in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.